Manufacturer narrative:
Relevant retention test strips (lot 378397) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated that he received discrepant results when testing with coaguchek xs meter serial number (B)(4). On (B)(6) 2019, a sample from this patient was tested using the meter, resulting with a value of 2.2 inr. Within 7 hours of meter testing, a sample from the patient was tested in the laboratory using the stago neoplastin method, resulting with a value of 1.7 inr. On (B)(6) 2019, a sample from the patient was tested using the meter, resulting with a value of 3.4 inr. Within 7 hours of meter testing, a sample from the patient was tested in the laboratory using the stago neoplastin method, resulting with a value of 2.5 inr. On (B)(6) 2019, a sample from the patient was tested using the meter, resulting with a value of 4.1 inr. Within 7 hours of meter testing, a sample from the patient was tested in the laboratory using the stago neoplastin method, resulting with a value of 2.9 inr. The patient's warfarin dose was changed based only on the laboratory values. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or a change in medication based on the meter results. The patient currently feels ok. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is once per week or more as needed. The patient declined product replacement.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.